Manufacturer narrative:
Analysis identified an area of compression on the catheter body. Visual inspection identified there was damage to the transition tubing. Analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider,consumer) regarding a patient who w as receiving morphine 200 mcg/day via an implantable pump. The patient reported no relief of pain since implant. A dye study was performed three weeks ago which indicated an issue with the catheter. When the physician removed the catheter and upon visual inspection of the compromised catheter, it appeared the spinal portion has a section that is torn. The cause of the issue was unknown. The patient did not report any falls. The patient does have spinal hardware in lumbar area and thoracic area. The whole catheter was replaced. Once the new catheter was placed, it was aspirating successfully, and the patient was sent home on infusion rate of 200 mcg/day. The issue was resolved. The healthcare provider (hcp) has no further information formedtronic.